Event description:
A surgeon reported during an intraocular lens (iol) implant procedure a foreign body was noted inside the lens. The surgeon did not remove the lens or the foreign body. The surgeon prescribed medication to instill in the eye for approx one month. Two days prior to a scheduled check up, the pt had stopped using her medication; endophthalmitis was diagnosed. The pt was sent to a vitreoretinal doctor for treatment. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned to analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no ther complaints reported in the lot number. Additional info has been requested. (B)(4).